Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, they had imaged 25 sponges and the triton analysis came back with around 75ml¿s of blood loss, they said there was no way this could be right so decided to use the baby scales in each procedure to weigh at the end and use that number. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, they had imaged 25 sponges and the triton analysis came back with around 75ml¿s of blood loss, they said there was no way this could be right so decided to use the baby scales in each procedure to weigh at the end and use that number. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.